Manufacturer narrative:
Evaluation summary: the complaint device associated with this report has not been received for evaluation. The lot number was not provided; therefore, retention sample testing and batch record review have not been conducted.

Event description:
An ophthalmologist reports a pt came to see him following several months of unsuccessful treatment by another physician for herpetic keratitis of the right eye (od). The pt presented with complaints of a red, painful eye for six weeks prior to her first visit. The pt had been diagnosed and treated for possible herpetic infection as well as a possible bacterial infection. Examination revealed an application of cyanoacrylate glue and a bandage contact lens that had been in place since 2006 due to a large central corneal ulceration. The bandage contact lens was removed, a culture of the affected region was obtained and the ophthalmologist reported the culture tested positive for acanthamoeba. Culture results obtained to date reflect no acanthamoeba after 5 and 7 days. A penetrating keratoplasty (pk) was performed od the following year, and it is expected the pt will undergo another pk procedure in the same eye in the future. The following info was provided by the pt: the pt stated she first experienced ocular irritation od approx two months earlier and two days later, a physician diagnosed and treated her for blepharitis. She discontinued contact lens wear and product use. Her symptoms became worse. She was seen by another physician, diagnosed with herpetic keratitis and treated with antiviral medication. The following day, she visited the emergency room after experiencing reduced vision, ocular burning, discomfort and pain. Review of medical records she provided indicate she was seen by two add'l physicians the same month and the following month. Those records indicate the pt was diagnosed with a corneal ulcer od and was being treated with antibiotics and antiviral medication. The medical records further reflect that examination revealed edema and erythema of the lid, a large central corneal epithelial defect, large stromal infiltrates and hypopyon od and no cultures were obtained at that time. The pt is currently taking several medications including one for glaucoma and lubricating drops. The pt reports she will have another pk and a cataract procedure in 2007. The pt stated a b-scan was performed od and the posterior segment of her eye was reported as healthy. At the time the pt first experienced symptoms, she was wearing new acuvue 2 contact lenses but she was not sure of the brand or age of the lens case. She states, she has used the lens care product successfully for many years, she also reports she had used a cvs brand product but believes she had not used this product since 2006. Pt appears to be frustrated because she feels improper diagnosis may have contributed to her current condition. Add'l info has been requested.